Event description:
Covidien customer service engineer reported that during preventive maintenance the 840 ventilator stopped cycling. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction and replaced the motherboard printed circuit board (pcb), the inspiratory blindmate cable and the panel ac module assembly. The unit passed extended self-testing.

Manufacturer narrative:
Covidien ref number: rx201311-0870.